Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: h3, h4, and h6. Corrected fields: h6 (medical device problem code and component code). Based on the results of the investigation, olympus confirmed foreign material remained on the forceps elevator, but the type of the material cannot be identified. It was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). Therefore, a definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in tjf-q170v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q170v reprocessing manual chapter 5: reprocess the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material exiting from the channel. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.